Event description:
A nurse reported that following intraocular lens (iol) implant surgery, a surgeon exchanged the lens because the patient was dissatisfied with the results. The patient is "doing well". Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other similar complaints reported for this lot number. Additional information was requested 05/21/2007 and 06/06/2007 by phone, mail and fax. A completed questionnaire has not been received.